Manufacturer narrative:
Device passed self test and displacement test. Device received with intermittent buttons, problem isolated to keypad assembly. Device received with connector at electrical board properly connected. No damage or moisture damage on keypad assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had small issues with the button, main button, certain times it will not work. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the buttons were not responding. Customer stated that center button was unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.